Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse changed the needle and instructed the customer on changing the flow rate. This returned the instrument to normal operation. The most probable cause of the reported event was due to a defective sample needle.

Event description:
On (B)(6) 2015, a customer reported low total area on their g8 analyzer. The error occurred while the customer was calibrating. The g8 was not processing any diluted specimens in the sample cup. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.